Event description:
It was reported that during initial implant, the right atrial lead exhibited low p-wave measurements even with few reposition attempts. A new lead was attempted for implant; however, it exhibited the same behavior. Both leads¿ p-wave measurement lowered even more after the helix was extended. The physician optioned to use different lead which was successful. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.